Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. The customer only requested a replacement battery. No device evaluation.

Event description:
It was reported to philips that the device had a battery issue. The device was not in use on a patient.